Event description:
It was reported that there was loss of image and a thermal event.

Manufacturer narrative:
Alleged failure: customer reported camera head overheating, turning itself off, and the ccu displaying an error message. They changed the camera head mid procedure and completed the operation successfully. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image and a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.